Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4 was not on bus. The field service engineer replaced the pyxibus controller, drawer board, reconfigured drawer and did a firmware update to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.